Event description:
The consumer was going down an incline when his chair allegedly tipped forwards. This caused the consumer's arm to allegedly hit the joystick and throw him into his car, breaking his leg.

Manufacturer narrative:
Chair has been in use 16 months. User reportedly was transgressing a ramp and info indicates he had tipped resulting in his arm inadvertently hitting the joystick. As a result, the user drove into their vehicle and broke his leg. User has a history of incidents involving MFR's chair. The original chair was replaced and MFR inspected this chair and was able to determine the original complaint was user error. Dealer is currently working with the va to find a more appropriate chair for the user.